Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to other or non product experienced. This rv lead was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. In addition, cuts and tears were noted in the leads insulation, inner and outer were likely due to explant damage. The hipot test failed due to the explant related lead damage. Furthermore, measurements were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to other or non product experienced. This rv lead was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to other or non product experienced. This rv was replaced. No additional adverse patient effects were reported.